Event description:
On (B)(6) 2012, the lay user/patient's son contacted lifescan (lfs) (B)(4) alleging that his mother's onetouch ultra2 meter was reading inaccurately high and displayed an unknown error message. Medical surveillance sent follow-up questions to customer service (cs); however, the patient refused to go through questions with cs. The complaint was classified based on information obtained from the cs representative during the initial call with the patient's son (reporter). The reporter alleged that the issues began on (B)(6) 2012. The patient's blood glucose reading, with the subject meter is not known. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient reportedly manages her diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the alleged meter issues. According to the csr's documentation, on the evening of (B)(6) 2012 (time not clear) the patient reportedly began to feel bad and fainted an unknown time later. It is not clear what the patient's blood glucose reading prior to the onset/ during her symptoms nor is it specified if the patient received any form of treatment after regaining consciousness. According to the csr's documentation, on the morning of (B)(6) 2012 (before 12pm) the patient reportedly drank orange juice as treatment. Prior to the patient's self-treatment, the patient's blood glucose reading with the subject meter is not known, it is unclear if the patient was exhibiting any symptoms, and if so, it is not specified what type of symptoms she was experiencing. It is also not clear if the patient tested her blood glucose (with the subject meter) after treatment. For reasons unclear, the emergency medical services (ems) was contacted at approximately 12pm later that day and the patient's blood glucose was tested with the ems's meter; however, the result is not known. According to the csr's documentation, the ems gave the patient pasta as treatment; it is not clear if the patient received any additional treatment after the alleged issues occurred. During troubleshooting, it was noted that the patient was using expired test strips. Replacement products were sent to the patient. Although it was discovered that the patient was using expired test strips at the time the alleged issue occurred, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.